Event description:
The customer reported, the output dosage was high. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the output dosage. (B) (4).